Event description:
Caller reports message on pt's iphone stating "there may be a problem with the implanted leads, contact your clinician. MRI is not advised." Caller then determined that this message is displaying for pt's abbott dbs system. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).